Event description:
It was reported that the pt had a peek cage implanted in a fusion procedure. At an unk time post-op, the peek cage and tissues were explanted due to pseudarthrosis.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.